Event description:
Caller reported that touchscreen on the pump was cracked and shattered, making it unresponsive and illegible. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the customer's warranty and shipping details, and instructed the customer to return the faulty pump within 10 days while using multiple daily injections as a backup therapy to ensure continued insulin delivery.